Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the product was not confirmed. No analysis was performed as the reported allegation of infection with sepsis and erosion were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis and erosion. There were no additional adverse patient effects reported. The ra lead was explanted.